Event description:
The customer's boyfriend reported that the customer received a reading of 77 mg/dl in 2008, which was higher than how she felt. The customer also felt "gaggy, confused, and was not sure whether or not she had a seizure." The paramedics were called and after testing her blood glucose, instructed her to eat and gave her glucagon. There was no report of death or permanent impairment.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.